Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension; product ID 357625, lot# unknown, product type: screening device; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the extension lead snapped at the junction with the verify cable. It was noted the verify belt was very rolled up and misshapen. It was reported the cable lasted long enough to have a successful advanced evaluation and the patient went on to have a stimulator implanted.